Event description:
The customer called and reported her blood glucose was in the 400 to 499 mg/dl. Customer stated she changed out the infusion set three times and did not believe the insulin pump was administering her insulin. At the time of the incident, customer's blood glucose was 498 mg/dl. Symptoms of high blood glucose included vomiting and nausea. Customer treated with manual injection. At time of this report, customer's blood glucose was 419 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. The customer did not have another infusion set, as she had changed out the last one. Programming and settings appeared accurate on the insulin pump. There were no alarms in the pump history since (B)(6) 2015 where there was a low reservoir alarm. The customer was not able to perform the high pressure test. Customer was advised she would be sent a tubing clamp for this purpose as well as emergency infusion sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.